Event description:
It was reported the coil could not be detached during procedure. Upon removal, the coil detached and was implanted in the patient with part not in the correct location. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).